Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a door winch was replaced. A system checkout was performed after replacing the part. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been not received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the gantry door of the imaging system was not closing correctly. There was no patient present at the time of the issue.

Manufacturer narrative:
Analysis of the returned door winch assembly confirmed a mechanical failure as it failed bench test, the center gear shaft was bent causing the gears not to align properly and locking the gear set bind.